Manufacturer narrative:
During the device evaluation, the reported event was confirmed. Device handling was determined as a potential root cause for the disassembled screw. The device was not returned to the healthcare facility, as it was not repairable.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw disassembled from the instrument tracker. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, a screw disassembled from the instrument tracker. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.